Manufacturer narrative:
Updating component code (g) to only include: 3126. Updating type of investigation (b) to only include: 4112, 3331, 10, 4111, 4109, and 4110.

Manufacturer narrative:
The device was returned to endogastric solutions (egs) and evaluated. The evaluation noted one stylet was fractured in the handle and was likely the reported "pusher" that was not fully retracted. A review of component and manufacturing records showed all components and device systems were within specifications with no similar/related nonconformances created for this product lot. No serious adverse event is associated with this incident. However, if a stylet is unable to be fully retracted, a serious adverse event may occur.

Event description:
The physician reported the device "felt funny" during the fourth fastener delivery. With the trigger in the locked position, one pusher did not fully retract into the device. The device shaft was cut open and the pusher wires were manually retracted into the device. The device was then uneventfully removed from the patient. The procedure was successfully completed using a second device. There is no reported serious adverse event associated with this incident.